Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noticed that the stent strut damaged. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 8th most distal stent strut roe with struts lifted and deformed. The outer diameter of the undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noticed that the stent strut damaged. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.